Event description:
Pt had ivc filter placed (B)(6) 2010. Recent radiology tests performed showed ivc filter fracture and perforation of one strut into infrarenal aorta. Ivc filter with 3 remaining primary struts intact and 8 secondary struts intact removed via interventional radiology procedure (B)(6) 2019. One strut retained in infrarenal aorta (extraluminal) due to high risk of hemorrhage if removed. Per request of pt, explanted filter sent to (B)(6).